Event description:
The customer reported that the display was garbled [blank in the middle, partial display on edges] enough that the user could not understand the displayed information. The unit was otherwise fully functional. There was no report of patient involvement.